Event description:
Intra-aortic balloon pump placed. Three days later pump alarming "air leak". Pt went into cardiac arrest and expired. Body sent to medical examiner with balloon and catheter still inside body.

Event description:
The product was not returned to datascope for evaluation.